Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to wear of angle wire, bending angle in up direction and the up/down knob do not meet specifications, adhesive on bending section has a chip, due to clogging of nozzle, water removal ability does not meet specifications, plastic distal end cover has a scratch, protector of universal cord on scope connector side has a scratch, forceps channel port is shaved, color ring has a crack, the following have a scratch: scope connector cover, lock engagement lever, lock engagement knob, right/left knob, up/down knob, image guide protector, flexibility adjustment ring, scope cover, scope connector, universal cord, grip, and control unit. Suction cylinder is shaved, and due to clogging of nozzle, water removal ability does not meet specifications. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information. Establishment name:(B)(6).

Event description:
The customer reported to olympus that (B)(6) had poor air/water supply. During inspection and evaluation, there was a foreign object inside the nozzle. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the air/water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.